Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further that the leads were removed due to endocarditis and replaced approximately five months later.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d implanted on (B)(6) 2018, 694758 lead implanted on (B)(6) 2008, 5867-3m adaptor implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) defibrillation lead were removed due to vegetation. No further patient complications have been reported as a result of this event.